Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and camera were aligned. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's collimator was off center and it displayed poor image quality. No report of pt injury.